Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced heart palpitations. Technical services (ts) was consulted and discussed stored data. Ts noted far field oversensing for the right atrial (ra) channel, which resulted in a false pacemaker mediated tachycardia (pmt) been registered. Additionally multi-site pacing was noted. Ts discussed available programming options. This ICD remains in service. No adverse patient effects were reported.